Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. ¿ unsatisfactory result: unable to observe. ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, d9, e1, h3, h6.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown and unsatisfactory result.

Event description:
Healthcare professional reported deflation. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "patient has a waterfall deformity" and periprosthetic pocket was noted to have contracture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b1, b3, b5, b6, b7, d6b, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.